Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The software was upgraded to the later revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator upper graphical user interface (gui) display was erratic. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.